Event description:
It was reported that a motor device was "getting hot." The device was brought to sterile processing from surgery with a note stating "getting hot." It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported.  All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. It was observed that the device passed all operational specifications. Therefore, the reported condition could not be confirmed or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).